Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found haptic torn. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.00/1.0/092 (sphere/cylinder/axis) lens was noticed to be torn while in injector, no patient contact. The lens was not implanted. A backup lens was successfully implanted. Cause reported as device.

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).